Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, skin irritation and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that her blood glucose (bg) levels reached 470 mg/dl with ketones of 0.3 and skin irritation leaving red marks around the pod, having to visit the emergency room (ER). The patient reported feeling pain at the insertion site, tried to correct the bg by administering bolus with the pod but no insulin was being delivered. The pod was worn on the abdomen between 1 and 4 hours. Her blood glucose history is as follows: time, bg (mg/dl): 12:00, 200. 02:30, 400. 05:00, 470. No treatments were provided by the doctor at the ER, other than advised to observe the issue with the heath care provider (hcp) to see how it develops and if it gets worse, switch back to manual injections using the pen. The patient uses bepanthen wound protection cream along with totes meer salbe care cream to treat the skin irritations.